Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 02/22/2011 by fax and mail. Medical records were received on 01/25/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A technician reported, by medical records, that approximately nine months following bilateral intraocular lens (iol) implant surgeries, the patient sees "waves" in both eyes, but visual acuities are "about the same". At approximately 18 months postoperatively, he reported seeing a "wavy line", but when he turns his head everything straightens up, but then vertigo kicks in". At approximately 29 months postoperatively, he reported that he has intermittent double vision when trying to read the print on tv. At approximately 37 months postoperative, the wavy vision continues and the consumer experiences constant pain and has trouble reading. In a follow-up, the technician reported that the patient has major retinal problems and has refused to see a retinal specialist the past year. There are two medical device reports associated with this event. This report is for the left eye. The report for the right eye has been previously submitted under MFR report # 1119421-2010-00226.